Event description:
It was reported that drill bit broke while drilling.

Manufacturer narrative:
The associated complaint device was not returned. Photo provided could not confirm the stated failure. Without the product return for evaluation the root cause cannot be concluded. The alloy is neither bio-inert nor approved for implantation and it remains unknown if corrosion, micro-motion and/or migration of the retained fragments are likely (although it appears lodged in the medial malleolus). The impact to the patient is the retained non-implantable fragment of the externally communicating device, possible local irritation and/or discomfort, additional radiological imaging/exposure, and although not likely, possible micro-motion cannot be completely ruled out. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint device was not returned. Photo provided could not confirm the stated failure. The clinical/medical team concluded, without the product return for evaluation the root cause cannot be concluded. The alloy is neither bio-inert nor approved for implantation and it remains unknown if corrosion, micro-motion and/or migration of the retained fragments are likely (although it appears lodged in the medial malleolus). The impact to the patient is the retained non-implantable fragment of the externally communicating device, possible local irritation and/or discomfort, additional radiological imaging/exposure, and although not likely, possible micro-motion cannot be completely ruled out. No further medical assessment can be rendered at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.